Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The polaris spectra psu and psu to scu cable were returned to the manufacturer for analysis. Analysis found that the returned psu powered on with the amber fault light on. A check of the event log indicated laser battery voltage low. The laser was not functional even when connected to power. Otherwise, the psu passed an accuracy test (aak) at .19 mm with a passing threshold of .35 mm. The returned psu powered on with the amber fault light on. A check of the event log indicated laser battery voltage low. The laser was not functional even when connected to power. Otherwise, the psu passed an accuracy test (aak) at .19 mm with a passing threshold of .35 mm. The returned psu to scu cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the camera was not able to track the spheres. It was further reported that the yellow led on the right side was lit. No patient present.